Event description:
Reporter alleged the blood glucose device generated results outside the reading range of the meter. It was stated the meter results were 1, 2, and 5 mg/dl; however, customer stated not feeling low at the time of the results. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.